Manufacturer narrative:
(B)(4). This complaint was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was use error, the patient failing to follow proper therapy step procedures. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
During follow up for a system error (se) 2240 on (B)(6) 2011, baxter product surveillance received a report from the patient that after the alarm they devised a way to complete therapy to get their last bag of extraneal. The patient stated they took the extraneal bag and an extra supply line and cut the line with sterilized scissors, so they could create a device and perform a manual exchange. The patient stated they did not talk to their registered nurse about the event. There was patient involvement, but no serious injury or medical intervention was reported. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn stated that they had not been made aware of the se or the device the patient created to finish therapy. The rn stated she had just seen the patient that day and the patient had not mentioned any issues. The patient was continuing therapy on the cycler successfully. The rn would talk to the patient about proper procedures. There was no patient injury or medical intervention reported.